Manufacturer narrative:
H4: device manufactured on may 26, 2022 to may 27, 2022. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection was performed to the photographs using the naked eye which revealed, in the images of sample 1 and 2, a single polymeric appearing unknown particle and in the images of sample 3 and 4, a single white polymeric appearing elongated particle possibly of fill port material. Due to the nature of the sample, no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small particles were observed in four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed during visual inspection of the finished products after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.